Event description:
On (B)(6), 2013 a copy of the programming history was received confirming that high impedance was indeed observed during system diagnostics on date of surgery.

Event description:
On (B)(6) 2012, it was reported that during a generator replacement, the pre-operative system diagnostics showed ifi=yes. The new generator was not interrogated in the package prior to opening. The new generator was then connected to the old lead and the device was interrogated successfully. The patient's initials and the desired parameter settings were programmed and then when device diagnostics were performed on the new generator, a high impedance warning was received. The surgeon removed the lead and reinserted it back into the header. It was ensured that the torque wrench made several clicks on the generator header. Another device diagnostics resulted in high impedance once again. The surgeon removed the generator from the lead once again, making sure that the setscrew was backed up all the way in the header of the device. He visually inspected the header to ensure there was no debris or residue in the header. A third device diagnostics resulted in high impedance when the lead was connected to the generator again. The generator was disconnected from the lead once again and a test resistor was inserted into the generator, making sure that the torque wrench made several clicks. With the test resistor in place, a device diagnostics was run on the generator and high impedance was observed. The header was clear of any obstructions or debris. The lead was reconnected once again and the surgeon ensured that the connector pin was visualized past the connector block. He also stated that the header looked completely clear and clean and that he had pushed the connector pin as far as it goes. A device diagnostic was run once again with the lead connection and high impedance was observed. The surgeon disconnected the lead and re-inserted it into the generator, (B)(6) confirmed that she heard the torque wrench click several times. (B)(6) then ran a device diagnostic test and high impedance was noted again. A final generator diagnostics test was run with the test resistor in place and high impedance was observed again, I explained to (B)(6) that the generator would need to be replaced. The old explanted generator was tested with the lead again and also with the test resistor; both device diagnostics that were run resulted in ifi = yes and impedance values were within normal limits. The manufacturer's consultant did not have a backup generator and another generator would not be delivered until later that day. The patient was going to be closed up until the generator is received. The generator was received and the patient underwent surgery to have it implanted later that day. The generator that showed high impedance was returned to the manufacturer for product analysis on (B)(4) 2012. Product analysis was completed on (B)(4) 2013. No obstructions were observed in the header lead cavity or connector blocks. In addition, the in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area, passed. A bench lead inserted completely past the negative connector block and was set and released with the returned setscrew (lab conditions). Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccum consumed memory locations revealed that 1.146% of the battery had been consumed. Visual examination, performed at the product analysis test bench, showed tool marks and a letter "n" written on the pulse generator case. These tool marks are most likely associated with manipulation of the device during the explant procedure as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc.). The septum was not cored. No other surface abnormalities (such as sharp edges, open pockets, decomposition, corrosion or voids) were noted on this device. The setscrew showed slight mechanical wear around the socket. No burred or stripped threads were observed on the returned setscrew or on the negative connector block of the returned pulse generator. This observation/finding is not considered a device failure, but instead the result of extensive manipulation of the product. Other than the visual observation, there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed device met all specifications prior to distribution.

Event description:
The manufacturing records for the generator were reviewed and device met all specifications prior to distribution.